Event description:
It was reported that the output of the system 2600's output was low to 60, 70, and 80 kv according to physicist's measurements. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The disparity most likely due to measurement method differences. The system was tested and found to be working as intended and placed back into service.